Event description:
It was reported that during a data review, a single inappropriate mode switch due to far-field over-sensing was noted from this right atrial (ra) lead. The physician is continuing with normal monitoring. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.